Manufacturer narrative:
Based on the investigation the root cause of the cracked luer, it is unknown what the final root cause of the failure was due to the fact that is does not appear to have happened in production, the packaging would have prevented any damage that could have been caused by shipping and no other cracked components were found in stock. (B)(4).

Event description:
(B)(6) stated one of the stopcocks in her pack, beq-top 24105 70106.4757 cracked while, "infusing hal/il" I've attached a picture from the pack drawing showing the location of the stopcock.

Manufacturer narrative:
(B)(6): the product was returned however at this time it has not been evaluated. When the evaluation is complete a supplemental report will be submitted. (B)(4).

Event description:
(B)(6) stated one of the stopcocks in her pack, beq-top 24105 70106.4757 cracked while, "infusing hal/il" I've attached a picture from the pack drawing showing the location of the stopcock.